Event description:
In 2009, the patient reported experiencing elevated blood glucose of 400 mg/dl and feeling "sluggish" intermittently since 2008. His normal blood glucose range is 160-170 mg/dl. He stated that he notices elevated blood glucose after his infusion sets have been in use for 2 days. He then changes the infusion site and performs a correction bolus of 14-16 units of insulin. He stated that he has noticed blood in the cannula upon removal. He stated that he adjusts his own basal rates without confirmation from his physician. He was advised to consult with his physician regarding evaluated blood glucose. Further attempts to follow-up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.